Event description:
Knitted cellulose acetate non-adherent dressing applied to base of wound. Black foam placed over it, sealed and kci vacvia machine applied. The above procedure had been carried out several times over the last few weeks at this practice in the wound healing dept with no issues. On (B)(6) 2012 the vacvia was disconnected, the black foam removed. Knitted cellulose acetate non-adherent dressing was almost invisible. Granulation tissue had grown up through it, so nurse is unable to remove the dressing.

Manufacturer narrative:
Date sent to FDA 09/07/2012. Conclusion code: removal difficulties. The procedure was carried out on the same pt several times with no issues. The vacvia was left on continuously between friday (B)(6) (when the black sponge was removed). Pt had no ill effects immediately after the event. Pt is awaiting surgery with plastic surgeon to remove the knitted cellulose acetate non-adherent dressing. The black granufoam supplied with the vacvia kit is a hydrophobic dressing and is designed to stimulate exuberant granulation tissue. When used with vac therapy it is always possible to have an ingrowth of granulation tissue into the foam and/or interface dressing.